Manufacturer narrative:
Lot review: a two year review of the complaint database for this list/similar problem did record additional reports and investigations. A review of those investigations where devices were returned recorded mixed results, including no defect found; usage; cannot determine and mfg./ design. Visual inspection: received one (1) used b3300, microclave® neutral connector, lot# unknown, one (1) huber needle ext. Set, one 10ml aquastat syringe. One (1) spinning spiros connected to tubing set (model unknown), one (1) empty container primed with fluorouracil civ, inj 314mg/62.8nl. Engineering testing: the 10ml syringe was disconnected from the b3300 microclave. No observable damage or anomalies were observed with the used b3300 microclave. The disconnect torque was measured between the used b3300 microclave male luer and the female luer of the used huber needle set. The female luer of the used huber needle set was measured with an iso gauge fo size/taper. The female luer failed the luer gauge test and was too large. This type of nonconformity will result in difficulty mating with a male luer and can result in leakage. Engineering summary: the used b3300 microclave was connected to a female luer of the huber needle set that was not iso compliant. The female luer of the huber needle set was too large which results in difficulty connecting to male luers and can result in leakage at the connection. ICU medical will monitor and trend.

Event description:
Complaint received regarding one b3300, report states: 5fu leaked between the microclave and huber needle extension. Unprotected chemo exposure reported but no adverse patient consequences.